Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's device replacement procedure, the patient's left ventricular (lv) lead was inadvertently cut. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.